Event description:
The explanted battery was received into product analysis and is currently ongoing.

Event description:
Additional information was received that the patient only had an increase in seizures presumed to be due to low battery by the physician. The increase in seizures was above pre-vns baseline. Product analysis (pa) for the generator was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The reported ifi ¿ yes was duplicated in the pa lab. The battery, 2.716 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=yes condition. There were no performance, or any other type of adverse condition found with the pulse generator. The pa worksheet was reviewed and no anomalies were found.

Event description:
It was reported that the patient began to have cluster seizures and was taken to the hospital the following day. During hospitalization the battery was checked and found to be at ifi. Since it was unknown if the status epilepticus was related to the low battery, the patient¿s battery was replaced the following day. No explanted product has been received to date. No additional relevant information has been received to date.